Event description:
It was reported that during a lap hysterectomy procedure, the blade broke. It was reported by the rep that all pieces were retrieved and no pieces were left in the patient. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2012. Should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.